Manufacturer narrative:
The investigation of low pump flow has been completed. The returned 5.5 pump visually inspected. No broken blade or cannula kink observed. Bit of biomaterial observed under impeller blades. Then impella run in water on p-9 for more than 10 minutes to try and reproduce reported low flow issue, no low pump flow observed. Flow started at 5.1l/min and raised up to 5.6l/min and it was in flow range rate. Biomaterial observed under impeller blades after impella run. Data log reviewed: many motor current (mc) spikes during support and many suction alarms observed during the case. Impella position unknown alarms seen. Clinical stated: impella was not able to get max flows on pump despite proper positioning and volume status. Low pump flow: the cause of the low pump flow issue was most likely biomaterial ingestion as observed on the returned product and mc spikes in the data logs. Failure mode thrombus added as a result of biomaterial observation. As the necessary information was not provided, the root cause of the thrombus was not determined. Based on the investigation findings the following fields were updated. B1 revised to include both adverse event and product problem. B2 updated. H1 revised from malfunction to serious injury. H6 health effect - clinical code revised to include 4438. Instructions for use (thrombus). Impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Manufacturer narrative:
The impella device has been received for evaluation, upon investigation closure a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock, section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Event description:
It was reported that an impella 5.5 was never able to get optimal flows while implanted in the patient. The volume was adequate and positioning was good. The impella was removed and an intra-aortic balloon pump was placed. The patient survived.